Manufacturer narrative:
A ge service rep performed an onsite investigation. The igbt board and high voltage tank were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that left monitor would not display resulting in a loss of the live image. There is no report of pt injury.